Event description:
The customer reported that there were problems with the surge suppressor pcb. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the surge suppressor pcb. The system operates as intended.